Event description:
A report was received that the clinical patient developed a moderate lesion of the urethra prior to the implant procedure. A transurethral catheter was placed and the event recovered. The event was assessed as related to the procedure and not device related. Additional information was received that the lesion of the urethra was benign. Additional information was received that the event was assessed as not related to the procedure.

Event description:
A report was received that the clinical patient developed a moderate lesion of the urethra prior to the implant procedure. A transurethral catheter was placed and the event recovered. The event was assessed as related to the procedure and not device related. Additional information was received that the lesion of the urethra was benign. Additional information was received that the event was assessed as not related to the procedure. Additional information was received that the event was assessed as causally related to the procedure.

Manufacturer narrative:
Additional information was received that the lesion of the urethra was benign.

Event description:
A report was received that the clinical patient developed a moderate lesion of the urethra prior to the implant procedure. A transurethral catheter was placed and the event recovered. The event was assessed as related to the procedure and not device related.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
A report was received that the clinical patient developed a moderate lesion of the urethra prior to the implant procedure. A transurethral catheter was placed and the event recovered. The event was assessed as related to the procedure and not device related.